Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare representative that two rt380 breathing circuits failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt380 evaqua2 breathing circuits are en route to fisher & paykel healthcare (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 evaqua2 breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The device was visually inspected and pressure tested. Result: the visual inspection did not reveal any damage to the breathing circuit of the dryline. The pressure test was performed and the product was within specification. No fault was found with the device. Conclusion: we were unable to determine the cause of the reported incident as no fault was found with the device. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The user instructions supplied with the rt380 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare representative that two rt380 breathing circuits failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 evaqua2 breathing circuits were returned to fisher & paykel healthcare (B)(4) for evaluation. The devices were visually inspected and pressure tested. Result: the visual inspection did not reveal any damage to the breathing circuits or the drylines. The pressure test was performed and the product was within specification. No fault was found with the devices. Conclusion: we were unable to determine the cause of the reported incident as no fault was found with the devices. The leak the customer experienced was most likely due to the feedset not being connected to the waterbag during the leak test. The feedset winder is designed to secure the feedset and spike during transport and storage. It is not designed to seal the spike. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The user instructions supplied with the rt380 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare representative that two rt380 breathing circuits failed the ventilator leak test. This was found prior to patient use.